Event description:
It was reported that during a lobectomy procedure, when the device was used on the bronchus, some staples were malformed at the first firing. Reinforcement product was not used. Additional suture was performed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.